Manufacturer narrative:
Concomitant products: 100ml fresenius kabi ndc (B)(4) lot 10lb5862 exp /2019 intralipd 20%. The customer¿s report of an over infusion was confirmed. The pcu event log shows that at 8:45 pm on (B)(6) 2017 pump module s/n (B)(4) (channel a) was programmed to infuse lipids 20%; pump module s/n (B)(4) (channel b) was in standby and was programmed to infuse a basic infusion at 13ml/hr. At 5:09 and 5:10 am on (B)(6) 2017 channel b alarmed for air in line after recording 103.504ml delivered between 8:45 pm on (B)(6) 2017 and 5:10 am on (B)(6) 2017. The log shows that after the air in line alarm, the user then tried to change the rate for channel b to 0.5ml/hr and the rate for channel a to 13ml/hr, which is the opposite of what was infusing. The user was not able to change the rate on channel a because the rate exceeded the limit, and a few seconds later at 5:11 pm reprogrammed channel a for an infusion of tpn 500ml through guardrails at 13ml/hr. At 5:12 pm the user programmed channel b for an infusion of lipids 20% at 0.5 ml/hr. No anomalies or leaks were observed with the returned primary set. Functional testing found the pump module to be slightly under infusing. The root cause of the customer¿s report was identified as user error. The pcu event log shows that the infusion programming for the 2 modules was switched.

Event description:
The customer reported that 100ml of 20% intralipids (1gram/kg/day) was programmed to infuse at 0.5ml/hr for a total volume of 11.85ml however after 9 hours the bag was noted to be empty on channel b and 100ml had infused. A second infusion of 312ml of tpn on channel a was programmed to infuse at 13ml/hr for 24 hours. The devices and tubing were replaced and the stat triglyceride level was 627.